Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23587. It was reported that the pacemaker exhibited premature battery depletion. The patient's right ventricular lead threshold also had increased. No changes had been made. No patient symptoms due to the premature depletion or increased lead threshold were reported.